Event description:
It was reported that (1) lcsb5 was used with hp052 during an unknown procedure. It was reported by the rep that the staff continued to hear "solid tone" during the case and had to open another blade. The staff was later inserviced on troubleshooting tips for the harmonic scalpel. There was no consequence to pt.